Event description:
No additional information was provided. Material#: 10015012 batch number#: 23075195. It was reported by customer that fluid not getting past the filter and creating air in the line. Verbatim#: fluid not getting past the filter and creating air in the line.

Manufacturer narrative:
It was reported by customer that fluid not getting past the filter and creating air in the line. No product or photo was returned by the customer. The customer complaint of air bubbles/air in line could not be verified due to the product not being returned for failure investigation. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review for model 10015012 lot number 23075195 was performed. The search showed that a total of (B)(4) in 1 lot number was built on 10jul2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see narrative.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite burette infusion set had air in linethe following information was received by the initial reporter with the verbatim fluid not getting past the filter and creating air in the line.